Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Customer was provided with a loaner cpu, while the unit the being returned to the company's repair center for further evaluation.